Manufacturer narrative:
It was noted that the lead was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that a surgical revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements greater than 125 ohms. Troubleshooting options were discussed. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received reported that defibrillation threshold (dft) testing was performed to test this patients system. The dfts were not successful; therefore, tachycardia therapy was turned off and the patient was given a life vest for tachycardia therapy support. The dft testing resulted in normal shock impedance measurements and no subsequent fault codes. No additional adverse patient effects were reported.